Event description:
It was reported that there had been a balloon rupture. The target lesion was located in a mildly tortuous and severly calcified vessel. During a percutaneous coronary intervention procedure, resistance had been felt when inserting the 10mm x 2.75mm wolverine coronary cutting balloon monorail into a guidezilla ii guide extension catheter. The device was able to reach the targeted area of the lesion despite the resistance. When inflation of the device was attempted, the balloon ruptured. The procedure was completed with another of the same device and there were no patient issues noted to have occurred.

Event description:
It was reported that there had been a balloon rupture. The target lesion was located in a mildly tortuous and severly calcified vessel. During a percutaneous coronary intervention procedure, resistance had been felt when inserting the 10mm x 2.75mm wolverine coronary cutting balloon monorail into a guidezilla ii guide extension catheter. The device was able to reach the targeted area of the lesion despite the resistance. When inflation of the device was attempted, the balloon ruptured. The procedure was completed with another of the same device and there were no patient issues noted to have occurred. The device was returned and analysis was completed. The tip section of the device was visually and microscopically examined and tip damage was noted. This type of damage is consistent with excess force being applied as a result of meeting resistance during the attempt to cross a lesion. A visual examination identified that the balloon had not been inflated. The returned device was attached to an encore inflation unit. Positive pressure was applied. The balloon could not be inflated due to a leak in the shaft of the device. A visual and microscopic examination could find no issue with the balloon or blades that could have potentially contributed to the complaint incident. All blades were present and fully bonded to the surface of the balloon. A visual and microscopic examination found no issue with the profile of the device markerbands which could have contributed to the complaint incident. A visual and tactile examination of the device identified no kinks on the shaft of the device. Traces of blood were identified within the shaft and balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied and liquid was observed to be leaking from a shaft pinhole located approximately 10mm distal of the guidewire port. This type of damage is consistent with excessive force being applied to the device when encountering resistance when attempting to cross a lesion. A visual and tactile examination identified no kinks or damage to the hypotube of the returned device.